Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that the device's high pressure alarm sounds when there is no high pressure, ando2 connector is missing. There was no additional information provided

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's input fitting was missing, there were a few minor wear and tear on the top housing, the input manifold assy was loose on the bottom of the chassis. The customer stated problem was duplicated, there was a continuous high pressure alarm sound during peep control valve check at high setting. Calibrated peep control valve, replaced missing input fitting and tightened loose screws on the bottom of the manifold assy. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current issue